Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient experienced an occlusion alarms due to a bent cannula on (B)(6) 2026. The insertion site was abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.